Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 20 mm stent delivery system (sds) was not returned for analysis and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found the stent was detached from the sds which was not returned. The stent was severely damaged particularly the central struts. A stent protector was returned with the stent, the ID (inner diameter) was measured using a pin gauge. As the stent was damaged the crimped stent profile could not be measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use. However, it was noted that the stent remained hooked and dislodged preventing its introduction. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use. However, it was noted that the stent remained hooked and dislodged preventing its introduction. The procedure was completed with another of the same device. No patient complications were reported.